Manufacturer narrative:
The returned device was evaluated. Trend data review shows data logging starting on (B)(6)2005. The date inaccuracy is due to a complete depletion of the internal battery creating an internal clock reset'. When power is re-applied the internal date shows as (B)(6) 2005. Data logging began again around this date. Date/time information in the downloaded data is sequential and consistent. Data is not in reverse. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that that the customer had a patient that expired. When they downloaded data from a rad 8 the dates and times were inconsistent. The customer believes the date and time is possibly going in reverse.